Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy procedure, while making the last pass of the device needle disengaged, and it was stuck in the tissue. The needle remained attached to the suture but was not in the jaw, it was in the tissue. To resolve the issue, the surgeon used a grasper and advanced the needle/stitch and proceeded to tighten the suture line then cut the stitch as they normally would. There was no patient injury.